Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: a specific cause for the reported cardia arrhythmia cannot be conclusively determined through this investigation. The submitted log files contained identical data spanning from (B)(6)2020 at 06:05:58 to (B)(6)2020 at 10:34:37, per the timestamps. No notable alarms or unusual events were captured, and the device appeared to have been operating as intended. The account communicated that it seemed like the patient was having suction events. They later reported that the patient was actually experiencing tachycardia. The patient¿s medications were optimized, and they remain ongoing on vad-62038. No further events have been reported at this time. Additional information was requested from the account; however, none was provided. The heartmate ii lvas IFU lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported on (B)(6) 2020 that it seemed like the patient was having suction events. Log file analysis showed periods of persistent pi events but no other unusual events were observed in the log file. It was noted that suction events will cause pi events, but not all pi events are suction events. Additional information received on 07feb2020 reported that the patient had arrhythmia and the plan of care was medication optimization.